Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, around 5am, while the patient was sleeping, the patient¿s mother received a ¿no data¿ alert on patients follow app. The patient then went to check on the patient and found him unresponsive and unconscious. The patient¿s cgm device was displaying a failed sensor alert at this time. The patient was also wearing a tandem insulin pump. 911 was called and once ems arrived, the patient¿s bg meter reading was 20 mg/dl. Ems treated the patient with IV dextrose. At an unspecified time after treatment, the patient regained consciousness. After less than hour, the patient¿s bg meter reading was up to 153 mg/dl. Ems then left and the patient was not taken to the ER. The patient was ¿fine¿ at the time of report. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, wearable failure was found in connection to the reported allegation. The probable cause was determined to be low count aberration. No additional patient or event information is available.